Manufacturer narrative:
(B)(4). Internal file number (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the nc tenku, coronary dilatation catheters (cdc), instruction for use, states: balloon pressure should not exceed the rated burst pressure (rbp). Preparation for use section states: caution: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. Additionally, it was also reported that the device was prepared inside of the patient anatomy. The IFU, preparation for use section states: caution: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. The investigation determined the reported physical resistance appears to be related to circumstances of the procedure and the reported balloon rupture appears to be related to user error and circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The additional 2.5 x 15 nc tenku device referenced is being filed under a separate medwatch report. The tenku is not commercially available for sale in the u.s; however, it is similar to a device currently marketed for sale in the u.s.

Event description:
It was reported the procedure was to treat a concentric lesion with no tortuosity, no calcification and 90% stenosis in the left anterior descending (lad) coronary artery. A 2.5 x 15 mm tenku balloon catheter was advanced to the target lesion, but met resistance during advancement with a previously implanted stent that protruded into the proximal lad. The tenku balloon was inflated, but ruptured at 12 atmospheres (atms) during the 3rd inflation. The tenku balloon catheter was replaced with a 3.0 x 12 mm nc tenku, but also met resistance during advancement with the previously implanted stent and ruptured at 20 atms during the 6th inflation. The procedure was completed successfully with stent implantation. Reportedly, the devices were prepared for use inside the patient's anatomy. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.